Event description:
It was reported that the ventilator had an inop (ln vent1:on/stby) alarm condition while connected to a pt. The ventilator could not reboot. No pt harm reported.

Manufacturer narrative:
Na